Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had been needing to catheterize since (B)(6), (although not every day) in order to use the bathroom. "A little bit here and there." Loss of bladder control was noted. The patient had not felt stim since "maybe back in (B)(6)." Also the mystim had not worked since (B)(6). Initially the patient seemed to indicate the 3037 screen showed the ins was on. Later the patient said the screen was blank. The patient was not able to adjust stimulation. It was noted that the screen was blank when the sync key was pressed. Patient services had the patient press the backlight, still blank. Patient services had the patient confirm alkaline aaa's. Yes was noted. The patient was asked to try another set of aaa's. Same result, blank screen. Not dropped or wet. Redirected caller to repair department. Repair sent a message which stated that the patient had the aaa's in backwards. No telemetry was noted. The patient tried new batteries. Batteries were in backwards, no product sent. C500, no item returned. No indication of patient harm. It was noted that the caller was difficult to understand at times. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# j0519319v, implanted: (B)(6) 2005, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).